Event description:
The device was being used to treat a cardiac arrest pt and the device reportedly displayed a connect electrodes message when the quik-combo pacing/defibrillation/ECG electrodes and therapy cable were attached to the pt. The device operator replaced the combination electrodes and the same message was displayed. A back up device was obtained and treatment was continued. The pt's details and outcome were not initially reported.